Event description:
The lay user/pt contacted lifescan on june 14, 2006 and alleged that her one touch ultra meter had missing segments on the display. The med affairs specialist (mas) was unable to reach the pt after several attempts via phone to obtain further info. A letter was sent to the address provided. The pt reported receiving results such as 32 mg/dl and 52 mg/dl. It is unk which segments were missing from the display. She had further reported that she was passing out and was admitted to the hosp.her blood glucose result on the hosp meter was 482 mg/dl. However, for treatmentf, she reported that she received IV glucose which is usually given when one is hypoglycemic. Mas was not able to verify this info since the pt was not reached. There is insufficient info regarding the events leading to the pt passing out and there is contradictory info regarding the hosp meter result and the treatment received. However, this complaint is reported because the subject meter was reported to have missing segments and the pt experienced a serious injury. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Device ID for d4 (other#) is 1-av-1086.lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.